Event description:
It was reported that the right ventricular lead exhibited a trend of increasing pacing impedance; a lead fracture was suspected. The lead was explanted and replaced on (B)(6) 2017. There were no intraprocedural complications, the patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
This supplemental report is to add the missing. Incomplete device returned. In the previously submitted supplemental report.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.